Event description:
It was reported that during a laparoscopic sigma procedure, the clips fell out of the device. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 06/09/2009. Information anticipated, but unavailable at this time.